Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced chest pain when they played their electric guitar. Technical services suggested the chest pain could be a result of electrostatic discharge (esd) causing a temporary pump stop. It was also suggested that there could be a leakage of current from the guitar that passed through the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined through this evaluation. The account contacted an abbott representative to inquire about ventricular assist device (vad) function and electric guitar amplifiers as the patient reportedly experiences chest pain every time they play their electric guitar. The patient does not have an implantable cardioverter-defibrillator (ICD) and does not have any notable electrical interference. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, nothing has been provided at this time. Although no specific adverse events were reported, the heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events were reported, the heartmate 3 left ventricular assist system instructions for use, rev. C outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.